Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. The event date is an approximation. On (B)(6) 2025, the patient was visiting her doctor about the issues she is receiving using the product. This report is 2 of 3 allegations of inaccurate cgm values that had similar event details. The patient then suddenly felt some of the symptoms stated below. The doctor then called an ambulance and brought her to the hospital for medication. The patient cannot remember clearly what exactly are the symptoms she experience during this event. She was able to mentioned several symptoms but she is not sure if it's on this instance or on the other one. Shaking, silver spots on vision, anxiety. Sweating, severe nausea, sleepiness. The patient clearly mentioned that the readings were off by a huge number. Can no longer recall the point difference. The patient was given humalog and unremembered medication. Per documentation, the patient stated she is planning to sue dexcom because of the issues she had. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). This report is 2 of 3 allegations of inaccurate cgm values that had similar event details. Related records: (B)(4).